Event description:
It has been reported to a kimberly-clark sales representative that following a percutaneous placement of a mic feeding tube using the mic g introducer kit, one of three sutures "fell out" after two hours and the remaining two sutures "fell out" after 6 hours. The physician reported that the sutures had allegedly "...broken off about 1 cm down from the disk." After the final suture "fell out," the feeding tube was reported to have fallen out immediately followed by drainage from the stomach. The physician diagnosed the patient with peritonitis. The reporting site reported that the patient is doing better. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B) (4).

Manufacturer narrative:
No sample will be sent for evaluation. The device history record for this product has been reviewed and found that no anomalies were documented. Investigation of this incident report is ongoing. No additional information has been received at this time. A follow-up report will be provided when additional information has been received. Information from this incident will be included within the kimberly-clark product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.